Manufacturer narrative:
"There is no connection that can be made at this time between the reported adverse events of significant scaring and adhesions, and other serious injuries including chronic abdominal pain with the bard/davol ventralight st (device #2) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Instructions-for-use state: "possible complications include seroma, adhesions, hematomas, inflammation, extrusion, fistula formation and recurrence of the hernia or soft tissue defect." Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralight st (device #2). An additional emdr was submitted to represent the bard/davol composix kugel(device #1). Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard." Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2010: the patient was diagnosed with ventral hernia. On (B)(6) 2010: the patient underwent ventral hernia repair with an unspecified bard/davol composix kugel hernia mesh(device #1) product. Following the (B)(6) 2010 implant of the kugel mesh (device #1). Patient underwent multiple surgeries due to the kugel mesh implant for recurrent hernias. This resulted in her being implanted with a non-bard/davol lifecell strattice tissue matrix and an unspecified bard/davol ventralight (elipse mesh) (device #2) as well as other adverse reactions including, significant scaring and adhesions, and other serious injuries including chronic abdominal pain. The patient has experienced physical pain and suffering has sustained permanent injury, has undergone medical treatment and/or corrective surgery and hospitalization due to the alleged defective composix kugel hernia mesh (device #1) and ventralight (ellipse mesh) (device #2).